Event description:
Pump set at 75 cc/hour for feeding of glucerna - full strength via gastrostomy tube.patient received 300 cc more than prescribed.patient became nauseated, did not vomit.pump removed from service, evaluated by biomedical engineer. No mechanical problem identified.